Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it was recently implanted in july and the remaining battery life shows 4.5 years remaining. A request was made to have data from this device analyzed. Data analysis could not determine a cause; therefore, it was decided to wait for the next periodic remote monitoring data transmission and reanalyze the system. It was noted that this device has stored frequent atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed that atrial tachy detection and radio frequency (rf) telemetry to upload these episodes could be causing an increase in power consumption as well. Right atrial (ra) lead pace impedance measurements were found to be low out of range. Remote data from this month shows battery life remaining at 3.5 years and reanalysis of the device data was request. The analysis results on october 6 indicated that the system should be replaced due to higher than expected energy consumption at 80 microwatts. The high consumption was observed on days when the right atrial (ra) lead pacing rate exceeded 10%, and a short circuit in the ra lead was suspected. Additionally, the right atrial automatic threshold (raa) test was not successful, and the ra pacing percentage was noted no be low. Reprogramming options were discussed. The date of device replacement will be decided after explaining to the patient. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it was recently implanted in july and the remaining battery life shows 4.5 years remaining. A request was made to have data from this device analyzed. Data analysis could not determine a cause; therefore, it was decided to wait for the next periodic remote monitoring data transmission and reanalyze the system. It was noted that this device has stored frequent atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed that atrial tachy detection and radio frequency (rf) telemetry to upload these episodes could be causing an increase in power consumption as well. Right atrial (ra) lead pace impedance measurements were found to be low out of range. Remote data from this month shows battery life remaining at 3.5 years and reanalysis of the device data was request. The analysis results on october 6 indicated that the system should be replaced due to higher than expected energy consumption at 80 microwatts. The high consumption was observed on days when the right atrial (ra) lead pacing rate exceeded 10%, and a short circuit in the ra lead was suspected. Additionally, the right atrial automatic threshold (raa) test was not successful, and the ra pacing percentage was noted no be low. Reprogramming options were discussed. The date of device replacement will be decided after explaining to the patient. Additional information was received that the date of the replacement procedure is undecided at the moment. Further information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it was recently implanted in july and the remaining battery life shows 4.5 years remaining. A request was made to have data from this device analyzed. Data analysis could not determine a cause; therefore, it was decided to wait for the next periodic remote monitoring data transmission and reanalyze the system. It was noted that this device has stored frequent atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed that atrial tachy detection and radio frequency (rf) telemetry to upload these episodes could be causing an increase in power consumption as well. Right atrial (ra) lead pace impedance measurements were found to be low out of range. Remote data from this month shows battery life remaining at 3.5 years and reanalysis of the device data was request. The analysis results on october 6 indicated that the system should be replaced due to higher than expected energy consumption at 80 micro w. The high consumption was observed on days when the right atrial (ra) lead pacing rate exceeded 10%, and a short circuit in the ra lead was suspected. Additionally, the right atrial automatic threshold (raat) test was not successful, and the ra pacing percentage was noted to be low. Reprogramming options were discussed. The date of device replacement will be decided after explaining to the patient. Additional information was received that the date of the replacement procedure is undecided at the moment. Further information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.